Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the connector was in good condition, but the fiber tip was clipped. Visual inspection identified that the fiber body was broken into two pieces. The reported event of fiber break was confirmed. The device history record review confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The clinical symptom of burn is a known risk associated with the device and procedure as documented in risk documentation. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Based on a thorough review of the reported information and investigation results, an investigation conclusion code of cause traced to component failure was assigned to this investigation which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during procedure the user identified that the laser power is not transmitted as well through single-use fibers, making dissection more complicated. In addition, inserting the probe into the ancillary loop is more complicated due to friction. Also, during use the probe broke cleanly, causing a burn to the user's right index finger. The device was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during procedure the user identified that the laser power is not transmitted as well through single-use fibers, making dissection more complicated. In addition, inserting the probe into the ancillary loop is more complicated due to friction. Also, during use the probe broke cleanly, causing a burn to the user's right index finger. The device was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.